Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, the sound coming from the pump for alerts and alarms was not what customer was used to hearing. Customer's blood glucose level was not adversely impacted. Tandem technical support made multiple attempts to follow up with customer and was unsuccessful.